Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that a part of the reservoir compartment broke away and the o ring fell out. The customer did not recall any significant events leading to the insulin pump damage. Blood glucose value was 7.1 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot. No missing seal was noted.